Event description:
A site representative reported that the stealthstation s7 system's camera lost power during navigation of a t10-t12 spine surgery. He shut down the machine, unplugged/re-plugged the external camera cable connection and rebooted the system, but continued to experience the same issue. After the reboot, the surgeon discontinued use of the navigation system and continued the surgery with no impact on the patient outcome.

Manufacturer narrative:
Troubleshooting after the surgery determined that the camera needed to be replaced on the system. A replacement camera was sent to the site and installed on the system. After replacement of the camera the system was fully functional. Suspect camera was returned to manufacturer for evaluation: when connected to known good system, the camera did not power up and had no communication. Electrical issue which caused loss of power to camera directly caused event. Replacement camera resolved issue.